Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor memorygel breast implant 425cc, catalog# 3504254bc, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor memorygel breast implant 300cc and experienced a rupture on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 09/17/2019, mentor completed evaluation of the device. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured. In addition, shell abrasion was noted within the tear. No other anomalies were discovered. Shell abrasion suggests being in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/2019, mentor became aware that the previously submitted report on 9/16/2019 erroneously omitted the patient's reported capsular contracture, baker grade 4 on the right side. The patient's date of implant was found to be (B)(6) 2007. Manufacturer¿s reference number: (B)(4).